Event description:
Intermittent atrial under sensing causing early/false termination of recorded at/af episodes. Account notified. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).